Manufacturer narrative:
Concomitant medical products: chikai14 ((B)(4)), roadmaster7f, prowler select plus. (B)(4). Conclusion: the device was not available for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The enterprise 2 stent expansion difficulty experienced by the customer could not be confirmed without product return for analysis, and the root cause of the event could not be determined. Procedural/handling factors may have contributed to the event. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an aneurysm in the internal carotid posterior cerebral artery, an enterprise2 vrd (enc401600/10573760) was delivered to the target site and the physician withdrew the prowler select plus microcatheter (catalog/lot unk) to deploy the vrd; however, the proximal marker did not expand well. Therefore he re-sheathed it once, and tried to expand again, but it was not successful. Another enterprise (lot unknown) was then successfully deployed into the target site. The procedure was successfully completed without further issues or delay. There were no patient injuries or complications. There had been no resistance between the enterprise 2 and the prowler select plus, and no difficulty during removal of the enterprise 2 from the prowler select plus. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event and not damage was reported after the procedure. The complaint product was not available for investigation. No further information was available.